Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during implant of a 29 mm sapien 3 ultra resilia (s3ur) valve in the aortic position, the first valve migrated into the ascending aorta after the commander delivery system balloon moved aortic, embolized into the ascending aorta, and was embedded in the thoracic aorta. The valve was successfully moved to the thoracic aorta and over expanded to fix it in place. A second 29 mm s3ur was deployed into the aortic annulus, positioned deeper. The commander delivery system balloon also moved aortic during deployment. The second 29 mm s3ur landed at 100/0 with no paravalvular leak. The intended position was 90/10. The physician was satisfied with the position of 100/0, so the procedure was completed and the patient was sent to recovery in stable condition. The perceived root cause of the migration/ embolization and movement of the commander ds was potential balloon interaction with a previous mitral surgical valve. The patient is stable, doing well and to be discharged.

Manufacturer narrative:
A supplemental MDR is being submitted for completion to the engineering evaluation. The following sections of this report has been updated: update to b4, g3, g6, h2, h6, h11. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. The 3mensio was evaluated, and the following was observed: tortuosity was present in the access vessels. Calcification was present in the landing zone. Provided imagery was evaluated, and the following was observed: at the full deployment, the first valve shifted upward from the annulus plane and embolized into aorta. The first valve was implanted in the descending aorta as a result. The echocardiographic was evaluated by implanting cardiologist, and it shows that the patient's mitral surgical valve strut extended into the lvot. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The commander with s3/s3u/s3ur IFU was reviewed. Potential adverse events include, 'device embolization' and 'valve deployment in unintended location'. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation.' The complaint for device interacts with pre-existing mitral valve/ring was confirmed empirically based on provided imagery. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, 'the first valve migrated into the ascending aorta after the commander delivery system balloon moved aortic, embolized into the ascending aorta, and was embedded in the thoracic aorta. The valve was successfully moved to the thoracic aorta and over expanded to fix it in place. The perceived root cause of the migration/ embolization and movement of the commander ds was potential balloon interaction with a previous mitral surgical valve.' In this case, interaction between the thv and the pre-existing mitral surgical valve during deployment may lead to aortic displacement of the thv. This is particularly likely when the aortic annulus and mitral prosthesis are in close proximity, as the thv frame or balloon can exert compressive forces on the mitral valve structure. As a result, the valve embolized into the aorta and was implanted in a non-target location. As such, available information suggests that patient factors (proximity of the mitral prosthesis to the aortic annulus) may have contributed to the complaint event. Per the assessment, it has been determined that no CAPA, scar, or pra is required as the established triggers have not been met. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.